Event description:
Two days after implanting allograft bone during a posteriolateral fusion (plf) via an endoscopic approach, the surgeon found that a small tab of the allograft had broken free and removed it. There was mention that the patient experienced some pain which prompted the surgeon to remove the loose portion. There were no reported adverse affects to the patient after the re-op.